Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 160 mg/dl. The customer stated that the device is on his right hip and the seat belt might have been pushing on it that cause an alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
No button error alarm was noted. However, the act button was unresponsive due to a flattened dome switch. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.